Manufacturer narrative:
Continuation of d10: 5076-52 lead, implanted: (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was potential loss of capture of the left bundle branch lead on the presenting electrograms (egm). In addition, the cardiac resynchronization therapy pacemaker (crt-p) triggered an alert for low left ventricular (lv) lead impedance measurements, possibly due to the lead polarity. It was noted that a right ventricular (rv) lead was in the lv port. It was also noted that there was an atrial lead position check failure. The crt-p and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that patient was seen in clinic where the left bundle branch (lbb) lead was tested and inhibition of pacing as well as loss of capture were confirmed. It was also determined that the patient had multifocal premature ventricular contractions (pvc) which were resulting in a lack of atrial pacing based on the timing of events. The right ventricular (rv) lead sensitivity was reprogrammed to minimize undersensing previously noted, and the lower rate limit was increased to minimize pvcs. Additional information received also indicated the chronic apical pace/sense lead in the right ventricle plugged into the left ventricular (lv) port was currently programmed off.